Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation . Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. However, device inspection found plug was immersed in liquid causing image blackout. Based on the results of the investigation, it is likely that the image abnormality was caused by water seeping into the scope connector, causing water droplets to adhere to the circuit board and cause a short circuit. It may have also been temporarily caused by poor contact with electrical contacts. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope exhibited error code e315. The event occurred during inspection for use. There were no reports of patient involvement.